Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, jamming occurred and the jaw would no longer open at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator did not show up completely. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.